Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the power issue was occurring in relation to battery changes. The reporter denied any damage to or moisture in the pump, and confirmed that the battery cap was able to be secured properly. During troubleshooting, the reporter was advised to change the battery to one from a new pack, and the pump powered on appropriately. However, the patient reportedly had lost confidence in the pump and insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings:a review of the black box showed an unexplained reboot had occurred at 14:59 on (B)(6) 2016 and the pump was powered back on at 17:05 the same day. The returned battery cap was intact and was able secure properly to the pump. The pump powered on normally to the verify screen with functional auditory and vibratory features. The pump successfully completed a rewind, load, and prime sequence and 24 hour testing with no power interruptions. The pump cover was removed and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.